Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site # unknown was received in a cracked open cylinder/vile. Cylinder was cracked open

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx41b11, (tsx¿ implant 4.1 mm (d) x 11 mm (l) for evaluation. Visual evaluation was performed. The returned boxed was damaged and outer vial's tamper seal / ring was in unsealed condition. No cracks were observed on the green cap. Coob is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown. DHR review was completed for the subject lot number 1273584. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273584 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: packaging: damaged.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00165-haz rev 8, the most likely root cause determined from the investigation was incorrect handling by end user. Therefore, based on the available information, a device malfunction did not occur. The returned implant packaging box was identified as reported, the implant packaging box, was observed damaged. The packaging tamper resistant seal was broken. The coob is non-verifiable as the condition of the packaging when delivered to the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes and h10: added manufacturer narrative.